Event description:
It was reported that the hub was updated to 5.2 sw but they are experiencing these issues: inability to consistently toggle insufflator from camera head. 4k wireless signal drop intraoperatively. Sdc4k require network credentials upon boot up ¿ not connected to network on boot up. The medical procedure completed by performing a re-sync of the 4k wireless or direct connected to wall plate with dvi cable. Duration of full loss of image on primary monitor - complainant not aware

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The sales representative confirmed that the device will not be returned for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: no live video output. Probable root cause: hardware: cables, connectors, sources, or sinks, capture card, motherboard, power supply, thunderbird firmware. Software: thunderbird software use error. Others: manufacturing defects (process, workmanship) cybersecurity (see rsk14010) video input/output over-heating (air duct, fans, heat sinks, dust, vents). The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the hub was updated to 5.2 sw but they are experiencing these issues: inability to consistently toggle insufflator from camera head. 4k wireless signal drop intraoperatively. Sdc4k require network credentials upon boot up ¿ not connected to network on boot up. The medical procedure completed by performing a re-sync of the 4k wireless or direct connected to wall plate with dvi cable. Duration of full loss of image on primary monitor - complainant not aware.